Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results: 6:00 am 189 mg/dl 6:01 am 76 mg/dl 6:03 am 91 mg/dl 12:14 pm 553 mg/dl 12:14 pm 239 mg/dl 12:15 pm 261 mg/dl 12:15 pm 174 mg/dl reported no adverse event. A request was made for the return of the meter and strips.